Event description:
Event description guidant received information that this implantable transvenous defibrillation lead is being extracted due to noise on the rate sense channel leading to pacing inhibition. .